Event description:
A customer in (B)(6) reported to biomérieux that they have observed a bact/alert culture bottle unloaded before the defined end-of-incubation with the product myla v4 virtual machine (ref. 421993, serial number (B)(4)) and virtuo. The lis request contained an extended incubation duration to sixteen (16) days. Subsequently, an lis request (for offline ID) received several days later modified this incubation time back to the default duration (5 days). It was reported that: the anaerobic bottle was unloaded "positive" after 44.3 hours of incubation. The aerobic bottle was unloaded ("negative" result) from the bact/alert after five (5) days instead of the expected 16 days of incubation. The anomaly was identified, confirmed by biomérieux investigation and a recall notice (fsca (B)(4)) was issued to bact/alert / myla customers. It was confirmed that the customer received the recall letter (field safety notification related to the fsca (B)(4)) and returned the fsca (B)(4) acknowledgment of receipt. Recall fsca (B)(4) was reported to FDA under recall number 9615754-9/9/2021-002c (res 88658, z-0084-2022). The version v4.9 of myla® will resolve the issue (current customer myla® version is 4.8.2.0). On (B)(6) 2021, the local field service engineer (fse) visited the customer site and installed myla v4.9. The customer stated that this event did not lead to any adverse event related to any patient's state of health. Biomérieux internal investigation (B)(4) is in progress.

Manufacturer narrative:
A customer in france reported to biomérieux that they have observed bottle unloaded before the end of incubation with the product myla® v4 virtual machine (ref. 421993, serial number (B)(6)) and virtuo®. Originally the lis request is contained an expected incubation duration to sixteen (16) days. However, an lis request (offline ID) downloaded several days later modified the incubation time back to the default duration (5 days). It was reported that: the anaerobic bottle was unloaded "positive" after 44.3 hours of incubation. The aerobic bottle was unloaded after five (5) days instead of sixteen (16) days of incubation. Root cause the root cause has been identified as a myla development issue (cause traced to device design). Conclusion the anomaly was confirmed and reproduced internally. A modification of the next version of myla (v4.9) code will correct this issue and is scheduled to be released in september 2021. A field safety corrective action (fsca-5308-1) was issued on 08sep2021 for all customers that use myla® (v4.7, v4.7.1, v4.8, v4.8.1, v4.8.2) with virtuo. Customers were informed of this issue and the risk of a false negative result due to a bottle being unloaded before the end of the test time initially set. Customers were instructed to check if they are in the scope of this potential issue by reviewing the conditions necessary to reproduce the anomaly and to contact biomérieux for implementation of a workaround action to resolve the issue. Among tests previously performed, the customers were instructed to identify any possible false results that may have occurred, analyze the related risks and determine appropriate actions if relevant. All customers who have received, and who will receive in the future, the impacted products will receive this communication.